Event description:
Fluorouracil bulb was compounded, bagged, and transported to outpatient oncology infusion area. Nursing called pharmacy shortly thereafter to report the discovery of fluid inside the protect-from-light green bag, which was housed within the chemo transport bag. The pharmacist walked to the infusion area and placed the medication and its packaging into a chemo trace bucket and brought it back to pharmacy for closer inspection. A pharmacy tech and pharmacist donned their ppe and removed the medication (and its packagings) from the trace container, then placed them on 3 chemo mats inside the chemo hood. The pharmacy technician re-clamped the bulb (which flows at a rate of 5 ml/hr) and turned the bulb over for inspection. As she tipped the bulb, fluid gushed from an opening along what appeared to be the seam of the hub. The bulb was tipped back, then tipped forward again, and again, fluid gushed from an opening in the bulb itself. The medication, its packagings, and all of the chemo mats were placed inside a hazardous drug waste bulk container (black bucket) for disposal. FDA safety report ID# (B)(4).